Event description:
It was reported that the customer experienced a malfunction on the pump, but there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. Technical support provided instructions to reset the pump, which the customer successfully carried out, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.